Manufacturer narrative:
(B)(4). A functional inspection of the product involved could not be conducted since the product was not sent for analysis. No additional tests were performed as part of this investigation since product code 833-124 is not currently in production. No issues or discrepancies were found in the device history record of product code 833-124 / batch 74j1900535 that can be related to the failure mode reported. No corrective action can be implemented due to the lack of product sample to perform a proper investigation to determine a root cause. The customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
The report states: please note that on (B)(6) 2020 it was noted that the needle broke upon insertion during a pubovaginal sling placement and subsequently detached in the patient.